Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that for the last 2-3 refills (about (B)(6) 2020) she had been in a ¿terrible lot of pain". She stated that she had requested that her doctor increase the medication, but he said no not at this time because he didn't want her to start having side effects. Her last pump refill was yesterday and yesterday when they removed the medication from the pump there was 40% of the medication left in the pump. She stated that she had not been using the ptm (personal therapy manager) for boluses and she was not sure how much medication was supposed to be left in the pump. Her doctor said nothing about the amount of medication in the pump, but she thought it was a volume discrepancy.